Event description:
A customer from (B)(6) called for help with his contour link meter. He tested one morning and received a reading of 106 mg/dl. He was symptomatic for hypoglycemia, so he took another test and received a reading of 45 mg/dl. No other information was provided about the event. The customer's test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.